Event description:
The distributor reported that during the coronary artery bypass, the seal did not deploy. The surgeon used a second unit to complete the procedure. No patient complications were reported by the hospital .